Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening and brown particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening striated. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Physician reported "double capsule grade iii". The device has been explanted. This record represents the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason or reoperation was capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "double capsule grade iii". The device has been explanted. This record represents the right side.